Event description:
It was reported that the ventilator stopped during ventilation and generated an alarm short after the edi cable was reconnected to the edi module. The ventilator was replaced with another ventilator. There was no harm to the patient. The edi module is used together with the edi catheter during nava (neurally adjusted ventilatory assist) to detect the electrical activity in the diaphragm. (B)(4).

Manufacturer narrative:
The edi-module and the edi-catheter cable were returned for our investigation. Microscopic inspection of the edi-module showed that the printed circuit board has an extensive oxidation! Crystallization. Our conclusion is that the oxidation was caused by a liquid spill on the device, with a consequence of a potential short circuit. The device was manufactured in 2011 and has an ingress protection degree due to applicable requirements at that time. The received device logs evaluation also confirmed several alarms, indicating a communication failure to the edi-module. The communication problem also effected the internal communication within the ventilator sub-systems. As a result of this communication failure the panel unit did not show any curves and measures (i.e. The panel went blank), this was most likely interpreted as a stoppage of ventilation by the operator. The device logs were not able to confirm if the failure mode did lead to stoppage of ventilation scenario or not. Visual inspection of the edi-cable shows no deviations. It is our conclusion that the edi-cable is faultless.

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.